Event description:
During attempts at product return, it was revealed that the facility was to follow their standard protocol for explanted products and return of the device is not expected.

Manufacturer narrative:
Suspect device explant date, corrected data: the explant date of the suspect device was inadvertently provided as (B)(6) 2018, but was intended to be (B)(6) 2018.

Event description:
It was reported that high impedance was observed on the patient's vns. Follow up with the company representative revealed that this was with both normal mode diagnostics and system diagnostics. The patient underwent full vns replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.